Manufacturer narrative:
(B)(4). Date sent: 9/16/2020. As the device was not returned, an analysis investigation could not be performed. The DHR for lot 24512 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that a linx was successfully removed. Linx was originally implanted on (B)(6) 2020 and was explanted because patient could not handle postop dysphasia.